Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the biopsy channel was clogged with some foreign objects and the forceps elevator wire has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (state, province, or territory should be blank in the initial medwatch). Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 23 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the channel was identified as a broken stent but the material in the forceps elevator could not be identified. It is likely the material remained in the device due to a deviation in the reprocessing steps from the instruction for use. There was no physical damage to the areas where the foreign material resided. The instructions for use states the detection methods associated with the event in " inspection of the endoscope". Olympus will continue to monitor field performance for this device.